Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer stated the rubella calibrators were used previously with other reagent lots with no issue. Recalibration was unsuccessful and error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer reported that all maintenance was up to date, troubleshooting procedures were performed and there was no issue with other assays. The customer ordered a new lot of calibrators and was advised to try a six point calibration. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.